Event description:
A physician reported that a patient had a revision surgery to address fracture of an unspecified es2 screw. The patient underwent initial implant surgery in 2017 for l4 to s1 fusion. Revision surgery was performed (B)(6) 2021 due to "instability l3/l4." The shaft of the fractured screw was not able to be removed from the patient's bone; it was left in place and the construct was extended to the ilium.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the screw shank head has fractured from main shaft. The shank head is captured in the tulip. There are multiple deep deformations on shank bulb head from rod tightening. One deformation is over angulated and indicates improper angulation of rod within tulip head. The other deformation is larger than expected and indicates excessive tightening. Device history records were reviewed for this lot and no relevant manufacturing issues were identified. Complaint history was reviewed for this lot and no similar complaints were identified. Device sgt and IFU were reviewed and the following was found relevant: extra caution is advised in the following cases: the rod is not horizontally placed into the screw head. The rod is high in the screw head. An acute convex or concave bend is contoured into the rod. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. Adverse effects: delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The most likely cause of reported event was determined to be non-union. It was reported that the patient was re-operated because they had an instability l3/l4. This indicates patient did not properly fuse after 3 years. Non-union adds excessive and repeated stresses which can cause construct to fracture, as stated in IFU. Other potential causes include excessive torque applied during final tightening and/or improper angulation of rod within tulip head.

Event description:
A physician reported that a patient had a revision surgery to address fracture of an unspecified es2 screw. The patient underwent initial implant surgery in 2017 for l4 to s1 fusion. Revision surgery was performed (B)(6) 2021 due to "instability l3/l4." The shaft of the fractured screw was not able to be removed from the patient's bone; it was left in place and the construct was extended to the ilium.

Event description:
A physician reported that a patient had a revision surgery to address fracture of an unspecified es2 screw. The patient underwent initial implant surgery in 2017 for l4 to s1 fusion. Revision surgery was performed (B)(6) 2021 due to "instability l3/l4." The shaft of the fractured screw was not able to be removed from the patient's bone; it was left in place and the construct was extended to the ilium.